Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73c1500649 investigations did not show issues related to the complaint. The device is reportedly unavailable. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the first two clips fired correctly, the next few fell out of the applier. There was no harm to the patient and no medical intervention was required. The patient's condition was reported as fine.